Event description:
Patient underwent an initial surgery using a quattro link device on (B)(6), 2019. It was reported that on (B)(6), 2019, patient has complained from pain in a follow up visit. It was also reported that MRI results showed anchor migration. Furthermore, patient underwent revision surgery to remove the implant on (B)(6), 2019. No other patient harm was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product wont be returned to zimmer biomet for investigation. Images of the extracted anchor were provided, and it shows no signs of visual damage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. No current updates regarding the revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent an initial surgery using a quattro link device on (B)(6) 2019. It was reported that on (B)(6) 2019, patient has complained from pain in a follow up visit. Patient is scheduled for revision surgery in mid (B)(6) 2019, to remove the quattro link anchor. No other updates were reported regarding the revision surgery.